Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. No black screen anomaly, unresponsive buttons, error alarms, missing display segments or off no power alarm could be verified due to a blank display. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the customers insulin pump was not operating properly due to a black screen. The customer replaced the battery and problem persisted. Customer's blood glucose level was 127 mg/dl. No further information provided.